Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump history showed a "pump suspended" alert that occurred at 2:17 am. Tandem technical support (cts) informed customer that the alert would occur when insulin was suspended by the user. Customer reported not to have been interacting with the pump at the time of the alert. There was no reported impact to customer's blood glucose. Customer did not provide further information and abruptly disconnected call with cts.